Manufacturer narrative:
The explanted devices were not returned to bsn because they were kept by the patient. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection. The physician believed that the infection may be device related and prescribed IV antibiotics to the patient.